Event description:
It was reported that the nurse stated they had a recent case in which they were cooling a patient in an arctic sun device. The patient was shivering, and they were having a hard time controlling the shivering. Nurse stated the patient¿s temperature was above 39 c, and they eventually changed the target temperature. Nurse looking for scientific evidence regarding shivering management. Informed nurse they will consult the ttm medical affairs team for any scientific exchange. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Nurse stated they had a recent case in which they were cooling a patient in an arctic sun device. The patient was shivering, and they were having a hard time controlling the shivering. Nurse stated the patient¿s temperature was above 39c, and they eventually changed the target temperature. Nurse looking for scientific evidence regarding shivering management. Informed nurse they will consult the ttm medical affairs team for any scientific exchange. No medical intervention was reported. Per follow up information received via email on 15feb2025. It was reported that nurse was simply asking a question. The question was related to medical management, not a defective device. They were simply asking about the clinical management and strategies to reduce shivering. A DHR review is not required as the serial number is unknown. The serial number for this investigation is unknown. The latest labeling revision will be reviewed. (B)(6) ,(B)(6) was reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a recent case in which they were cooling a patient in an arctic sun device. The patient was shivering, and they were having a hard time controlling the shivering. Nurse stated the patient¿s temperature was above 39c, and they eventually changed the target temperature. Nurse looking for scientific evidence regarding shivering management. Informed nurse they will consult the ttm medical affairs team for any scientific exchange. No medical intervention was reported. Per follow up information received via email on 15feb2025. It was reported that nurse was simply asking a question. The question was related to medical management, not a defective device. They were simply asking about the clinical management and strategies to reduce shivering.